Event description:
On november 1, 2007, the lay-user/reporter ( the pt's wife) contacted lifescan alleging that a one touch ultra 2 meter had an "apply sample" issue. The pt tests his blood glucose twice a day. He tests the first thing in the morning and at an unspecified time in the afternoon. The pt takes the following medications: gliclazide (80 mg) 4 times a day, metformin (500mg) 6 times a day, glucobay 50 (50mg) 6 times a day, and rosiglitazone (8mg) once a day. The pt indicated that the alleged issue started thirteen days earlier, at an unspecified time. The pt was able to test that day but the result(s) obtained were not provided. Although the pt was unable to test his blood glucose for a number of days, he continued to take his medications as prescribed. Ten days later, at an unspecified time, the pt developed symptoms of feeling very dizzy and was disoriented while at home. The pt was able to test his blood glucose using his wife's one touch ultra 2 meter and got a result of "1.1 mmol/l." The pt was treated with glucose tablets and ended up feeling better 2 hours later. The pt did not seek or receive medical assistance from a health care provider. The pt did not test his blood glucose for approximately 10 days until he had developed the reported symptoms. The pt also ate his meals as usual on the day of the event. The alleged issue was not resolved with troubleshooting. The reported test strips worked with the reporter's one touch ultra 2 meter. However, the reported test strips did not work with the pt's own meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed the pt stopped testing his blood glucose because of the reported issue and later became hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips and/or control solution are returned. Lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.